Event description:
A (B)(6) female pt underwent coronary angiogram by right radial approach on (B)(6) 2011. On (B)(6) 2011 - pt presented with a 2 day history of unbearable wrist pain, redness and swelling. On examination, the wound site was ok. Above the wound site, tracking was noted and painful to touch. The pt had a scan - no collection was seen just superficial oedema only. Pt was sent home with analgesia and asked to contact hosp dept if her symptoms do not subside or get worse and she will be reviewed in a week.

Manufacturer narrative:
(B)(4) - possible allergic reactions or infection are addressed in the IFU. Event eval: still under investigation.